Manufacturer narrative:
Service reps replaced the power pin board and docking station case. Tested unit to factory specifications.

Event description:
Customer reported the power pins on the v series docking station overheated which may have which may have impacted monitoring. No pt injury was reported.